Manufacturer narrative:
The hospital reviewed the logs with ge technical support. A flow sensor eeprom failure was noted. Ge technical support provided the hospital with recommended repair actions. Despite attempts to contact the hospital to obtain specific repair action that was taken, no response has been received. No report of patient involvement.

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.